Manufacturer narrative:
An event regarding trauma resulting to migration of femoral component involving a scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient underwent right tka on (B)(6) 2013. In (B)(6) 2015, the patient fell and complained strangeness of his knee. He was x-rayed and post fracture was suspected. On (B)(6) 2015, revision surgery was performed and replaced to triathlon ts. The surgeon says that the femoral component implanted laterally, so the post was damaged.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient underwent right tka on (B)(6) 2013. In (B)(6) 2015, the patient fell and complained strangeness of his knee. He was x-rayed and post fracture was suspected. On (B)(6) 2015, revision surgery was performed and replaced to triathlon ts. The surgeon says that the femoral component implanted laterally, so the post was damaged.